Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly was noted. The insulin pump was received with normal operating currents. No damage found on the connector to lcd isolation tape was noted. No unexpected reset anomaly or screen anomaly was noted. The insulin was also received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that insulin pump had a blank display and would re-set itself. Customer reports that upon looking down at pump, it was noticed that it was counting down. Customer was advised that insulin pump would need to be replaced. No further information provided.